Event description:
It was reported that patient had PICC repaired. On returning from abroad after 9 days between last flush, patient attended to have PICC flushed. PICC dressing and PICC were missing. Patient was x-rayed and PICC was in pulmonary artery. Patient sent to have PICC snared via femoral vessel.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.